Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s mother stated on (B)(6) 2020, the patient had so much pain that he removed the patch by himself, and there was a little wound and a lump on the back that looked like it was filled with pus. He was prescribed flucloxacillin and the wound was healing. No additional patient or event information is available.